Manufacturer narrative:
Device not returned.

Event description:
It was reported that after completing the load fill tubing sequence, customer reconnected himself to the pump and resumed insulin therapy. However, a few minutes later, it was discovered the pump was performing the fill tubing instead of the fill cannula step and 35 units of insulin had been delivered. Customer's parent assisted customer by providing glucose to match the insulin value. Customer's blood glucose level was not impacted. During the next cartridge change, parent observed the pump again revert back to the fill tubing instead of advancing to the fill cannula step. Pump was stopped prior to insulin being delivered. At time of report, as pump was not being used and battery was not charged, pump history could not be reviewed. Parent alleged the reported event was not due to use error. Although requested, additional information was not provided.